Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s screen being blank was confirmed via the controller¿s functional analysis, as the returned system controller¿s (serial number (B)(6) liquid-crystal display (lcd) screen was observed to be completely white and blank upon being powered on. The controller was tested and was able to operate a mock loop as intended despite the screen issue. The unit was troubleshot, and the issue was isolated to the controller¿s lcd screen. After the lcd screen was replaced with a test screen, the controller fully functioned and displayed parameters as intended. The extracted log files were reviewed; no atypical events were observed, and the pump operated as intended throughout the data. The root cause of the reported event was isolated to an issue with the controller¿s lcd screen; however, the root cause of the lcd screen¿s issue was unable to be conclusively determined. The heartmate 3 patient handbook section 10 ¿safety checklists¿ and the heartmate 3 lvas instructions for use section f ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to clinic with their system controller lighting up but not displaying numbers. The system controller was exchanged.